Event description:
It was reported to covidien that a customer had an issue with a trellis system. The customer states that when using the trellis, the distal balloon ruptured before extending over the makers. Approximately, but no more than, 2 cc were injected to inflate the balloon. Device was removed and md proceeded with procedure with another trellis unit.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.